Manufacturer narrative:
Device is a combination product.device evaluated by MFR:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
(B)(6) clinical study. It was reported that in-stent restenosis occurred. The patient presented with stable angina. On (B)(6) 2012, the index procedure was performed. Target lesion #1 was a 15mmx3.5mm new, type b2, eccentric, with < 45 degree bend, no diffuse and 75% stenosed lesion located in the non-tortuous and mildly calcified left main coronary artery (lm). The lesion was treated with pre- dilatation and placement of a 3.5x20mm promus element stent. Following post- dilatation, the residual stenosis was 0% and timi flow 3 was restored. Target lesion # 2 was a 15mm x 3.0mm new, type b2, eccentric, with < 45 degree bend, no diffuse and 75% stenosed lesion located in the moderately tortuous and mildly calcified proximal circumflex artery (pcirc). The target lesion #2 was treated with pre- dilatation and placement of a 3.0x16mm promus element stent. Following post- dilatation, the residual stenosis was 0% and timi flow 3 was restored. Then, the patient discharged on aspirin and ticlopidine. On (B)(6) 2013, the in-stent restenosis in left main coronary artery occurred and was treated with percutaneous coronary intervention (pci). And the event was considered resolved.